Manufacturer narrative:
(B)(4). Batch record review: all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's complaint was reported. ¿ all units manufactured were 100% visually inspected following the inspection procedure. ¿ no haptic issue during functional test operation was reported. Based on the manufacturing records review and related documents the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that twice during the same surgery, the haptic was missing from two separate intraocular lenses (iol). The incision had to be enlarged 1 mm to remove the lens from the patient's eye. Due to this event, the surgery time was extended from 10 minutes to 30 minutes. No consequences to the patient were reported other than the incision enlargement. The report for device 2.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The optics were damaged significantly, likely from the extraction of the lens during the cases. The lens had a truncated haptic in the aft section of the cartridge. It is not clear if this is the leading or trailing haptic, but it is clear from the location of the deposited haptics that the damage to the iol occurred during the transfer of the iol into the cartridge rather than at delivery from the cartridge. The haptics appear to have failed in tension in both cases as the haptics broke at the thinnest section. The coating appears normal and ovd is present as well. There is no indication that the assemblies were not properly done. Additional investigation is pending. All significant new information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer. Visual inspection showed that the preloaded delivery system was not assembled. Additionally the cartridge was found disconnected from the preloaded delivery system and contained purple dye. The dye was related to previously performed testing. The conditions observed for the returned delivery inserter system are not related with the manufacturing process. Additionally, an iol was returned that was noted to have optic surfaces damages (cut, scratches, surface residues) and does not have haptics. The complaint type for haptic damaged was confirmed. The functional test cannot be performed in the sample received since preloaded system is a single-use medical device. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: expiration date: 01/19/2014. Device manufacture date: 01/19/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.